Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
Event description: dr. Sounded the patient's uterine cavity to 9-cm, the cervix was measured and found to be 3.5-cm, making the cavity (fundus to internal os) 5.5-cm. The cervical canal was further dilated and hysteroscopy was performed revealing an unremarkable uterine cavity. Dr. Inserted and deployed the minerva device without any difficulty. The cervical balloon was inflated, but the red/green co2 slider stayed in the red, indicating a high co2 flow and potential for a uterine perforation. The minerva device was then removed, re-inserted (exact number of times unknown), which resulted in the co2 slider moving into the green. Uterine integrity test (uit) was initiated and passed on the first attempt, which was followed by an uninterrupted therapy cycle. Upon completion the cervical sealing balloon was deflated, device unlocked and removed. Post-treatment diagnostic hysteroscopy was performed, but visualization was compromised by relatively poor distention of the uterine cavity, however, evidence of ablation in the uterine cavity was present. The patient was discharged shortly after the procedure. A day later the patient called to report severe lower abdominal pain. After evaluation, the patient was taken to the operating room. A fundal uterine perforation with peripheral thermal damage to the serosa and two perforations of the small intestine were seen. Small bowel resection and end-to-end anastomosis was performed. The patient fully recovered and was discharged home.